Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation ablation procedure, the sheath was inserted into the right atrium, and when negative pressure was applied for flushing, air was aspirated. Aspirating air several times did not resolve the issue. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.